Event description:
It was reported that, during reprocessing, the cysto-nephro videoscope tested positive for two colony forming units (cfus) of unspecified cultures. All channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation the device was returned for evaluation and the complaint was confirmed. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the cysto-nephro videoscope tested positive for 2 colony forming units (cfus) of an unspecified microorganism, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.